Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator started giving a "xdcr fault" (transducer fault) and would not clear. The patient was moved to another ventilator and there was no patient harm.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect components, a vela turbine/muffler assembly and a vela main coldfire printed circuit board assembly (pcba), and evaluated the devices. An evaluation of the turbine/muffler assembly was evaluated and the reported issue was not duplicated. An evaluation of the pcba duplicated the reported issue and isolated the issue to the differential pressure sensor.